Manufacturer narrative:
(B)(4). Batch # p58z56. Device evaluation: the analysis results found that the ecs25a device arrived and with no apparent damage. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, staples malformed. During the open gastrectomy, after fired, found the staples malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.